Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not be conclusively established through this evaluation. Furthermore, a specific cause for the event could not be conclusively determined. The patient experienced a wide ventricular depolarization tachycardia on (B)(6) 2020, prompting an implantable cardioverter-defibrillator (ICD) shock event. It was reported that the ICD was implanted before the left ventricular assist device (lvad), and the patient had intermittent pvc¿s (premature ventricular contractions) and non-sustained tachycardia prior to lvad implantation. Antiarrhythmic medication was started on (B)(6) 2020 and discontinued on (B)(6) 2020 as the cardiac arrhythmia resolved. The patient experienced a mental change on (B)(6) 2020 with confusion and a negative time, person, place assessment. A computed tomography was taken that did not demonstrate a definite newly developed hemorrhage or overt infarction. No focal neurologic deficit was noted, and neurology was consulted. Neurology diagnosed the patient with acute encephalopathy due to medication. The patient¿s medication was changed, and the event resolved on (B)(6) 2020. The event was not considered to be device-related. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia and other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia and neurologic dysfunction as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02dec2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had cardiac arrhythmia (qrs tachycardia) and their ICD shocked them. They had a pacing rhythm after and codarone infusions were started. On (B)(6) 2020 codarone was stopped.